Event description:
It was reported that customer experienced cgm error during sensor use. No information was provided regarding impact to customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which error did not recur and customer successfully started new sensor session.